Event description:
The use of a siemens md2 linear accelerator to treat a large field (40 cm by 40 cm) led to an underdose at the field corners due to the existence of a 42.5 cm diameter (at 100 cm tsd) primary collimator in this machine. Current specification documentation from at least document 8497117 3015u 1/oj, revision: j date 1/30/95 indicates that, for all md2 series accelerators, this primary collimator is 50.0 cm diameter at 100 tsd. This measurement was verified on a siemens md2 linear accelerator. Earlier revisions of this document (revision c and d) indicate a 42.5 cm diameter at 100 cm tsd was specified. Thus, at some point, siemens changed specifications of this series accelerator to 50.0 cm diameter. It is a common expectation that the light field projection of a linear accelerator indicates all locations where the radiation field exists. For an open field (greater than 30 cm by 30 cm) this is not true for some siemens md2 accelerators, as no radiation is delivered to the corners indicated by the light field.